Event description:
It was reported that the customer received a motor error alarm and, after rewinding the insulin pump, she received another motor error alarm. The customer's blood glucose was high and treated with a manual injection. The customer expressed nausea, vomiting, excessive thirst, urination, irritability, fruity breath and ketones in urine as symptoms of her high blood glucose. Troubleshooting was done. The customer did not recall any significant events leading to the alarm apart from just sitting when the alarm occurred. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.